Event description:
A pt of unk age and unk gender, presented for a dialysis catheter insertion procedure. While tunneling the dialysis catheter, the physician noted that the plastic tunneler sleeve shattered. There was no harm to the pt and no further medical intervention was required, the procedure was successfully completed with this device without further complications.

Manufacturer narrative:
A visual review of the device noted a small longitudinal split in the tip. The surface of the tunneler sleeve appeared to be dull with no gloss finish and feels dry. With slight compression force, the tunneler sleeve cracked and shattered into several pieces. The complaint is confirmed. The likely root cause for the reported complaint is a lack of (B)(4) of the plastic tunneler sleeve. (B)(4). CAPA (B)(4) has been opened to address this issue. Agiodynamics issued a recall ((B)(4)) for the reported lot number for this issue. The user was sent a written letter on (B)(4) 2011 (received by the user on (B)(6) 2011) notifying them of the recall and requesting that they return the remaining product in inventory. In addition, angiodynamics made several repeated attempts to obtain the recall reply form and the disposition of the affected lots they have inventory. Those attempts were unsuccessful. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).